Event description:
A malfunction alarm with code malf 0 was reported, and the customer did not experience any adverse impact on their blood glucose levels. Technical support assisted the customer by providing instructions to reset the pump, and the customer successfully performed the reset without any recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.